Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) procedure, while inserting the screw and shards of metal peeled off of the screw head. Surgeon backed out the screw and the screw fragments were retrieved. Surgeon used a different screw to complete the procedure with no further problems. No harm to patient. This is 2 of 2 reports for the same event number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received and the thread flanks at the conical screw head are damaged. Microscopic view has shown that the thread flanks were partially peeled off. It is also visible that the thread flanks are also flattened partially. The anodization layer is worn out which clear indication that these damages were caused post-manufacturing. The surface where the thread flanks were peeled off is homogenous which indicates material conformity. The exact cause of the reported occurrence could not be determined; the flattened thread flanks are indicative of excessive contact with the implant during usage. Due to damage, measurement of relevant dimensions of the damaged screw heads could not be completed. This complaint is deemed indeterminate from a manufacturing standpoint. The lot number is unknown therefore a review of the device history record could not be completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).